Manufacturer narrative:
Device evaluation: the evaluation has not been completed. A review of the device history record did not reveal any exception documents. The customer did not provide any information as to if this was the initial use of the device. A follow-up report will be submitted when the evaluation has been completed. Method: device history record was reviewed. Conclusions: a follow-up report will be submitted when the evaluation has been completed.

Event description:
The customer reported that during an angiogram procedure, a small hole was visible in the catheter near the white hub causing the catheter to leak. No harm or injury was reported. The customer reported two defective devices but did not provide any further information or clinical details for the additional event. Therefore, this single form FDA 3500a will be submitted for this complaint.